Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hallucinating and was in the hospital. It was noted that his device showed that therapy was off, the device recharger was not able to turn therapy on, the device was less than a quarter full, and the device was being charged. The reporter stated that the device was charged the day prior to the report, but the person who charged the device was concerned that when he got in it was only 25 percent. It was unclear what this referred to. It was reported that somebody may have "turned the button off" while the patient was at the hospital, and this had been a problem before. It was unclear what may have been turned off. The reporter stated that they would charge the device and continue to try to turn therapy on. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v208202, implanted: (B)(6) 2009. Product type: lead: product ID 3387s-40, lot# v207484, implanted: (B)(6) 2009. Product type: lead: product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7436, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 37651, serial# (B)(4). Product type: recharger. (B)(4).